Event description:
A customer's husband reported that his wife was in the hospital due to low readings with affected test strips. In using an affected test strip related to an on-going field action for abbott's precision family test strips, the caller reported customer received a lower than feels reading of 118 mg/dl on their pxtra meter and experienced loss of appetite, weakness, feeling sick, fever and was unresponsive. The caller further reported he drove his wife to the hospital where she was diagnosed with hyperglycemia and colonic obstruction which contributed to diarrhea. The customer was reportedly treated with "insulin shot, potassium, tylenol to bring fever down. " there was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (45737) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A follow-up report will be submitted once additional information is obtained. Retain samples of precision test strip lots manufactured with hot-melt glue batches exhibited lower than expected readings on continuous storage after nine months at 30c during routine stability performance testing. This stability issue could lead to the generation of incorrectly depressed blood glucose results and these erroneous results may be in the c, d or e zones of parkes error grid, and as such, have the potential to be clinically significant. The primary cause has been identified to be batch to batch glue variability. The FDA has been informed of the field action (field action reference number 2954323-12/22/10-001-r). All affected consignees were notified by letter beginning december 22, 2010.